Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received from you, the root cause of the observed dislodgement cannot be determined.

Event description:
It was reported that approx. 74 months after the implantation the patient received inappropriate shocks due to dislodgement. The lead was capped.